Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2018, t505u223 tissue valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during one episode of atrial tachycardia / atrial fibrillation (af) oversensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.